Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ischemia/thrombosis/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the right femoral artery in a 77-year-old male patient with a past medical history of coronary artery disease. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient was noted to be at sub-therapeutic activated partial thromboplastin time (aptt) levels (30-40). The decision was made to maintain aptt levels sub-therapeutic due to bleeding varices and subdural bleeding. The patient was then successfully weaned of impella support. The impella functioned at p-5 at 2.4l/min with no issues. Upon explant of the pump, it was noted that the patient had occlusive circulation to the right lower extremity (rle). The patient was taken for a thrombectomy with a cut-down approach. Successful thrombus removal was performed, and the patient was taken back to the ICU for recovery. The post-procedure outcome is survived at explant. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with both impella's mechanical support and percutaneous coronary intervention.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.